Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown matrixrib screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a matrixrib hardware removal surgery from the left chest wall on (B)(6) 2019, due to forty (40) matrixrib screws appearing to have backed out of the seven (7) matrixrib plates and were loose. The heads were backed out, but the screws were still engaged in the bone. A fistula had formed and there was evidence of infection. The ribs had healed, and patient was not revised to other devices. The surgery was successfully completed. Patient outcome is unknown. Patient was originally implanted with the devices on (B)(6) 2016. This report is for an unknown matrixrib screw. This is report 2 of 10 for (B)(4). Additional reports are captured under (B)(4).